Event description:
It was reported that an abbott device may be related to increased perioperative cardiac events occurring with improper preoperative interrogations of implantable devices.

Manufacturer narrative:
This report is to retract report MFR # 2017865-2021-38388. Submitted on 03 dec 2021. This report was erroneously submitted. This is not a reportable event. All previously submitted information should be corrected to not applicable and null fields.